Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode due to undersensing of r-waves as r-wave amplitude spontaneously decreased. The episode also showed oversensing of other cardiac events in primary sensing configuration. Technical services (ts) was consulted and provided the health care professional (hcp) troubleshooting assistance via telephone. It was noted that anatomical movement of the heart cannot be excluded as system position is good and unlikely to be moving. The physician asked about performing a ventricular fibrillation (vf) induction in right-sided position to verify proper vf detected. The physician was instructed about possible risks due to patient fixation in this posture. Induction testing was later performed, and ts confirmed with the physician that the outcome was satisfactory. Besides the induction testing, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
The s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode due to undersensing of r-waves as r-wave amplitude spontaneously decreased. The episode also showed oversensing of other cardiac events in primary sensing configuration. Technical services (ts) was consulted and provided the health care professional (hcp) troubleshooting assistance via telephone. It was noted that anatomical movement of the heart cannot be excluded as system position is good and unlikely to be moving. The physician asked about performing a ventricular fibrillation (vf) induction in right-sided position to verify proper vf detected. The physician was instructed about possible risks due to patient fixation in this posture. Induction testing was later performed, and ts confirmed with the physician that the outcome was satisfactory. Besides the induction testing, no other adverse patient effects were reported. This s-ICD remains in service.